Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 07 december 2023, 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implantation balloon aortic valvuloplasty (pre-bav) was performed. During procedure, the valve was re-sheathed once because the physician need 1mm higher implant dept. The valve was implanted. The final implant depth on non-coronary cusp (ncc) was 5mm and left coronary cusp (lcc) was 5mm. After the procedure, a mild to moderate paravalvular leak (pvl) noted in the transthoracic echocardiogram (tte) due to calcified anatomy. A post balloon aortic valvuloplasty (bav) was done using a 24mm non-abbott balloon and the pvl was down to mild. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
An event of paravalvular leak (pvl) post-implant was reported. Information from the field indicated that there was calcified anatomy, no anatomical or tissue/calcium interference affecting expansion was noted, there were no deployment difficulties noted, and the implant depth was 5mm from the non-coronary cusp (deeper than the recommended 3mm). No information was received regarding valve sizing. It was also noted that the pvl was due to calcified anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. The provided imaging was reviewed by an abbott senior design/product development engineer. Based on all available information, the reported event appears to be related to procedural conditions (implant depth near edge of sealing skirt, calcified anatomy at implant depth). There is no indication of a product quality issue with regards to manufacture, design, or labeling.